Event description:
A malfunction on the pump was reported, leading to the customer's blood glucose level exceeding 500 mg/dl, although the specific value was unknown and displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support arranged for a replacement pump to be sent and provided instructions on how to manage the transition, including placing the malfunctioning pump in storage mode and returning it with a pre-paid label. The customer acknowledged all instructions and was informed of the steps to take upon receiving the new pump.